Event description:
The facility reports the "cena" was taking the resident to the bath. The resident was positioned over the tub to be lowered in. The lift tipped over without the caregiver touching the lift. The resident suffered a laceration to the right side of the face and multiple amounts of bruising.